Event description:
The hospital reported that during a diagnostic colonoscopy, the patient sustained a ruptured vessel. The physician tried to contain the bleeding with the use of clips, but it was not successful. The hospital reported that the endoscope was also used to suction the blood, but the suction button became stuck in a depressed mode and could not be released. The physician withdrew the colonoscope and used a different, but similar device. However, the physician had experienced the same phenomenon with the second colonoscope. The hospital reported that they did not suspect the colonoscope cause the patient's outcome, because the colonoscope did not malfunction. Prior to using the suction button. The hospital inspected the colonoscopes after the procedure and discovered a quick clip stuck in the suction valve. The hospital reported that the patient was taken to a general surgeon to stop the bleeding. The patient was reportedly doing fine.

Manufacturer narrative:
The device is question was returned to an olympus service branch for repair. Based on the information provided by the olympus' service branch no clip was found stuck in the suction button, the suction cylinder, suction channel, or the instrument channel. The clip fixing device was not returned to olympus for investigation. Therefore, olympus cannot conclusively determine the cause of the user's experience. This report is being filed in an excess of caution.